Manufacturer narrative:
Root cause analysis points at assembly error in production. During a period in production the tube head nut fastener, may be incorrect tightened. To secure all affected systems in the identified range, we have initiated a field action to verify that the nut fixation is done correctly. Production personnel has been re-trained in the manufacturing process. No affected system has been delivered to the us.

Event description:
The nut holding the tube head in position had come loose and the whole tube head assembly was tilting forwards. It was detected during normal working conditions by the x-ray technician. Nobody was injured. After the nut was tightened the system could be used normally.

Event description:
The nut holding the tube head in position had come loose and the whole tube head assembly was dropping forwards. It was detected during normal working conditions by the x-ray technician. Nobody was injured. After the nut was tightened the system could be used normally.